Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the emerge balloon catheter. The hypotube, shaft, balloon and tip were microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. Microscopic examination of the device revealed that the balloon was loosely folded. There was a circumferential tear 3.5mm distal of the proximal markerband. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that balloon deflation issue and balloon inflation failure occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion; however, when the physician inflated the balloon at 5 atmospheres, it deflated and would not re-inflate. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon circumferential tear.